Manufacturer narrative:
(B)(4). Investigation summary 1 each 0013m lot number 187021 was received for evaluation. During visual inspection found excessive charred eschar and melted on the very tip of the device. Excessive charred eschar was found at the distal edge of the black insulation. Blood and eschar were found on the entire length of the blue insulation. The most likely cause of this damage is the result of eschar tissue build up on the electrode. It is a known fact that the tip becomes hot upon activation and if eschar tissue build up were to exist it could become a glowing ember and with the right conditions such as an oxygen enriched environment or alcohol prep solutions, a burst of flames/flash "explosion" could occur. It was evident during the evaluation that ptfe coating was missing and the charring on the device, indicating that the tip had most likely been used for a long duration which would indicate the tip was extremely hot at the time of the event. It's suggested (and standard practice) that users can minimize the risk of flame/flash "explosion" to the tips by avoiding using damaged tips (insulation), excessive heat to the tip, use of a damp sponge to remove eschar build up on the tip and oxygen enriched environments. The complaint is confirmed as use related. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thyroidectomy the electrode tip caught on fire and was burning like a match. It is unknown how the case was completed. There were no adverse patient consequences.